Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent revision surgery. Follow up with the facility in which the surgery occurred revealed that the explanted device was discarded after the procedure was performed.

Event description:
Clinic notes dated (B)(6) 2014 note that device diagnostics resulted in high impedance (dc dc code - 7). It was noted that x-rays would be performed. Clinic notes dated (B)(6) 2013 note that device diagnostics were within normal limits (dc dc code - 2). The patient was referred for surgery. The physician reported that the patient denied any manipulation or trauma that may have caused or contributed to the high impedance. The physician did not program the device off after observing the high impedance. No surgical intervention has been performed to date.